Event description:
While performing a laparoscopy, an extra port was needed so the disposable trocar was used. Surgeon's opinion is that the retractable shield malfunctioned causing a puncture wound to the retroperitoneal wall. An emergency laparotomy was performed to control any bleeding and explore the would. The patient was transferred to the hospital.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure, mechanical problem, incorrect technique/procedure. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.